Event description:
It was reported that the stent elongated. Reportedly, the stent was deployed to treat a stenosed lesion located between the left common iliac artery and the left external iliac artery. The length of the stent should have been 6 cm. However, under imaging, the stent length was estimated to be about 8 cm long. A 5x80 mm balloon catheter was inserted and used to measure the length of the stent, which was determined to be about 8 cm long. There was no report of injury to the pt.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/17/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.